Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted pulmonary lobectomy surgical procedure, damage was found to the conductor wire of the permanent cautery spatula instrument. The procedure was completed with a backup instrument. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the last use in surgery, the instrument was inspected prior to use and there was no damage or anything out of the ordinary noted. There was no additional information available. Isi did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and reported failure could not be replicated. There was no damage to the conductor wire found. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.